Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Customer removed the set and noticed that the cannula was bent. Blood glucose level at the time of the incident was 411 mg/dl. Customer reported that the issue was resolved by performing a complete set change. The insulin pump was not replaced or returned for analysis. The reservoir will be returned for analysis.